Manufacturer narrative:
Pending engineering evaluation.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of not fully tightening the screw into the femoral component using the torque-limiting driver handle, which is preset to release when the appropriate torque has been achieved, allowing for the screw to back out.

Event description:
Revision due to screw breakage/backing out.

Event description:
Revision due to screw breakage/backing out.